Manufacturer narrative:
Technician found the bed in the bed shop. Found-the casters would not hold and ratchet. Cause-the casters were old and worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint alleged that the casters would not hold.